Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported that the patient experienced leg pain. The physician replaced the device and there have been no reports of further complications regarding this event.